Event description:
The balloon on the end of an olympus ebus scope slipped off the scope. It was found during suctioning of the pt's et tube the following morning. Verified with the olympus and there is no recommended et size nor is there a number of times you can pass the scope. This pt had an 8.0 ett and the scope was passed approximately 20 times.